Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The consumer reported incision pain. The patient reported that she saw the health care provider (hcp) today because she was having pain on the incision area and felt like the incision was ripped open, but it was not. The patient reported the incision area was red and swollen and the hcp gave her medication to use. The hcp told the patient it was ok to turn stimulation on. There were no product issues alleged. Patient services assisted with syncing with the patient programmer (pp) and adjusting the setting from 0.0 to 4.7v. Other questions were reviewed with the patient during the call. Additional information received stated the patient was given antibiotics by the surgeon. They did not see evidence of infection, which is contradictory to other information provided. The patient was also given pain medication percocet at the office for incisional pain. If additional information is received, a supplemental report will be submitted. Medical history includes non-malignant pain.